Event description:
Further follow-up revealed that the pt wants to have the vns system explanted. The pt stated that pt has to travel too far to see a physician and they has four children to take care of. The pt did not want to discuss their issues with the vns any further. The pt last saw the treating neurologist in july 2005 and it was reported that nothing was done or mentioned about the vns therapy at that visit. The cause of the reported "device is not working" cannot be confirmed at this time. It is unknown if the device is not functioning properly or if the pt is not receiving efficacy from the device. It is unknown if the device has been programmed per the vns labeling.

Event description:
The pt's vns device m ay not be working properly. The reporter stated that since the pt was going in for a surgery, not related to the vns, they wanted to temporarily turn the device off. When the surgeon asked the pt for the magnet to inactivate the device, the pt said that they do not use the magnet because it doesn't work and they are not sure that the vns is working. MFR was unable to obtain further info to determine if the pt meant that there is a malfunction or that they do not received any benefit from the device. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The cause of the reported event is unknown and not confirmed at this time. This event is currently under investigation.

Event description:
Additional information was recently received indicating that the issue that this patient was experiencing was a lack of efficacy, not a device failure. The patient has recently been referred for revision. Revision is likely however it has not occurred to date.